Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the blade stopped spinning and the motor drive unit lights began to flicker and fade. The remainder of the pt's uterus was removed vaginally, necessitating the removal of the cervix.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.